Event description:
It was reported that during an implantable neurostimulator (ins) replacement procedure high impedances were seen. When connecting the new ins to the implanted lead, all combinations were greater than 4,000 ohms, except for the pair of c and 3, which was normal (744 ohms). The lead was tested separately and the patient was getting bellows on electrode 2 and 3, at 8v and 7v, respectively. Little to no bellows on electrode 0 and 1, at 2v were noted. It was later stated the patient was not getting bellows on all contacts at 2v, but only one contact. Due to a lack of bellows response, it was determined that this was a lead issue and the lead needed to be replaced. When replacing the lead, it was found that the lead had been placed in s4 and not s3. The lead broke inside the patient upon removal and the physician decided to leave part of the old lead in the patient and the other part was thrown away. The physician implanted a new lead into s3 and impedances were normal. The patient did well post-operatively. Refer to manufacturer report #3004209178-2014-15527 and #3004209178-2014-15531. The ins in this report was the third ins used during the procedure. The referenced reports capture the issues experienced when the previous devices were being used.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v085158, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).